Manufacturer narrative:
(This item has been discontinued for many years).upon completion of the investigation a follow up report will be filed.

Event description:
Lighted cord got hot, then the lighted retractor got hot.(B)(6) 2015: per customer, the event occurred intra-operatively, delay was less than 30 minutes,there were no adverse consequences to the patient and the device was replaced with a similar one to complete the procedure. It is being returned for evaluation.

Manufacturer narrative:
Note: this product was discontinued in 2006 (date of manufacture unk). Upon completion of the investigation it was noted that we have received and conducted an evaluation on the light retractor and fiberoptic cable named in the above complaint. We attached the cable and retractor to a 150 watt halogen lightsource and ran it on high for four hours. After four hours the connector, lightpipe, and retractor blade were all cool to the touch. We then attached to retractor and cable to a different 150 watt halogen lightsource and ran it on high for another four hours. Once again, the connector, retractor blade, and lightpipe remained cool to the touch. The two instruments performed per our specifications and showed no sign of excessive heat production. The high heat mentioned in the complaint was likely caused by the lightsource used during the procedure. Many high intensity lightsources, like those that use xenon lamps, have a filter to control the amount of light and heat output. If the filter is damaged in some way, or left fully open, then high amounts of heat can be produced. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.